Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision of the implantable pulse generator (ipg), it was replaced due to having difficulties charging which cause the device to become nonresponsive leading to loss of stimulation, it was also stated that an upgrade was wanted for potential new programming benefits. The patient was stable post operation and doing well. The location of the device is unknown.